Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/24/2018. Also on 8/24/2018, mentor received updated event and device information: brand name: mentor smooth round high profile, catalog: 3503380, lot: 5848247, serial: (B)(4), unique identifier (UDI): (B)(4), implantation date: (B)(6) 2008. The patient underwent breast reconstruction revision with a mentor smooth round high profile 380cc saline prosthesis (not breast augmentation revision, as initially reported). Deflation of left implant was discovered during explant surgery performed on (B)(6) 2018. Updated serial number of replacement device: (B)(4). Device evaluation summary: the device was received at mentor without fluid. Initial examination indicates the device appeared intact. Leak testing, in accordance with mentor procedures, revealed leakage from the valve. The product evaluation team, has identified a delamination of the diaphragm valve from the shell of the device. No other anomalies were discovered. Complaint was confirmed. The cause of the delamination could not be determined. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A possible cause of the failure could not be determined. The device history record (DHR) of lot number 5848247 was reviewed on 9/10/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The product evaluation team concluded that the delamination occurred sometime subsequent to the removal of the device from its protective packaging. Because the risk of device deflation cannot be eliminated, mentor addresses this risk in the product insert data sheet by stating that these devices should not be considered lifetime devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information: patient codes: 1761 capsular contracture baker grade ii in the left breast was also indicated during implant exchange. The replacement left breast prosthesis was filled to 535cc. The right breast prosthesis was filled with an additional 25cc for a total of 525cc, but was not removed. No complications were noted. The patient tolerated the procedure well. Updated device evaluation summary 2: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Visual examination indicates the device appeared intact. Leak testing was performed in accordance with mentor procedures and revealed a leakage from the valve. The product evaluation team has identified a delamination of the diaphragm valve from the shell of the device. No other anomalies were found. The complaint of deflation was confirmed. The cause of the delamination could not be determined. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the valve delamination and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a valve delamination was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The device history record (DHR) of lot number 5848247 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because the risk of device deflation cannot be eliminated, mentor addresses this risk in the product insert data sheet by stating that these devices should not be considered lifetime devices. The product evaluation team also concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that some elements of the device evaluation summary report submitted on (B)(6) 2018 were mistakenly omitted. Updated device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Visual examination indicates the device appeared intact. Leak testing was performed in accordance with mentor procedures and revealed a leakage from the valve. The product evaluation team has identified a delamination of the diaphragm valve from the shell of the device. No other anomalies were found. The complaint of deflation was confirmed. The cause of the delamination could not be determined. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the valve delamination and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a valve delamination was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The device history record (DHR) of lot number 5848247 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because the risk of device deflation cannot be eliminated, mentor addresses this risk in the product insert data sheet by stating that these devices should not be considered lifetime devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis experienced deflation on the left breast prosthesis post procedure. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round high profile 380cc saline prosthesis on (B)(6) 2018; catalog # 3503380, s/ns (B)(4) (l).